Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely depressed ammonia results on the architect c8000 analyzer. The following data was provided: (B)(6): initial ammonia less than 21, repeat 46. There was no impact to patient management reported.

Manufacturer narrative:
Additional details regarding troubleshooting are provided below in the updated evaluation summary: investigation of the customer issue included instrument inspection, a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. Instrument troubleshooting included a review of the c803178 result log which verified that the questioned patient result was flagged less than but no additional flags or instrument error messages were noted. Additionally, service performed an instrument inspection with no additional issues noted. The customer noted that the performed preventive maintenance resolved the issue as no further discrepant results were observed following this activity. Labeling was reviewed and found to be adequate as the patient result flags less than and greater than indicates the result is outside the dynamic or linear range and that the result may need further review. A review of tracking and trending showed no adverse trend for the customer's issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.